Event description:
It was reported to ventec that a patient was hospitalized in (B)(6) 2021 (specific date not provided) because he was not getting enough air (oxygen) while on the vocsn device. There was patient involvement associated with the reported event; however, there were no specific details about the patient or the event provided by the reporter. Additionally, the patient outcome was not provided. Ventec has attempted to contact the reporter in order to obtain additional information about the patient and the event but no response has been received.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: ventec evaluated the device but was unable to duplicate or confirm any conditions that may have contributed to the patient not receiving enough air (oxygen) while on the device. Proper device operation was observed through functional and performance testing. The cause of the report issue could not be determined.